Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for essential tremor and movement disorders. It was reported the patient saw an eri (elective replacement indicator) on their patient programmer this morning. The patient expressed concern since they have only had the ins for two years. The patient mentioned they turn their therapy off at night and turn it back on in the morning. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating the circumstances that led to the premature eri was a change to device programming. The healthcare provider (hcp) recommended to change the battery and they were going to have it replaced. No further complications were reported as a result of this event.